Event description:
The core needle used with the breast mammotome machine would not work after needle was in breast. Another needle from the same lot was tried but didn't work. A different needle from another lot was successfully used.